Event description:
Inhaled niosh n95 mask particles; I put on one of these niosh n95 masks, and breathed in something that made me choke and gap. I took the mask off and coughed out about 3 round, single-layer hole punches of mask material. Not sure if one is still in my throat (or lungs). I found another 2 upon examining the mask. I checked the rest of the box of 25 and found 2 more with loose hole punches inside. I took pictures and set these aside if needed. We had used a handful without incident before today. FDA safety report ID# (B)(4).